Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated upper and lower abdomen on 25/may/2022 and (B)(6) 2022 with coolsculpting c150 and c120 may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
H11: additional change and/or corrected data: concomitant product.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the upper, lower and mid abdomen on (B)(6) 2022, using the curve 120 and curve 150 applicators and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Corrected data:a6 and d1.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the upper, lower and mid abdomen on (B)(6) 2022 and (B)(6) 2022, using the curve 120 and curve 150 applicators and presented with paradoxical hyperplasia (pah/ph).